Event description:
A discordant result for cardiac troponin I (ctni) was obtained on a dimension rxl max w/hm instrument on one patient and was reported to the physician. The patient was admitted from the emergency room. The patient was redrawn and that sample was tested on an alternate system, that resulted a ctni value of < 0.04 ng/ml. This result was reported to the physician, who questioned this result. Both initial and redrawn patient samples were repeated and values of < 0.04 ng/ml were obtained. The lower values were accepted by the physician. The patient did not obtain a cardiac catheterization and there were no known reports of adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant ctni result was due to a lipemic patient sample. The tsc determined that there was a heavy layer of lipids observed at the top of the collection tube and that this lipid layer can trap platelets and other cellular debris, trapping conjugate in the washed chrome which will cause falsely elevated ctni values. The tsc also determined that there were no instrument malfunctions during the time of this event. The instrument is performing within specifications. Further evaluation of the device is not required.